Event description:
On (B)(6) 2013, the surgeon performed a right si joint arthrodesis utilizing the ifuse implant system placing three ifuse implants. The pt had some improvement in his symptoms after the initial surgery. Approx five months after the initial operation the pt began to experience pain in the same anatomic area and of the same nature and character as he was experiencing before surgery. The pt was treated with pain medication and continued physical therapy. At six months after the initial surgery, the pt was confirmed to have recurrent right-side si joint pain. The surgeon believed that the CT scan showed some lucencies around the sacral side of the second and third implants. Per the surgeon, "the original implant placement was slightly dorsal. By placing two add'l implants anterior to implants one and two, (superior to inferior), we could be crossing an area where there was denser cortical bone." On (B)(6) 2013, the surgeon performed an ifuse implant revision surgery placing two add'l implants anterior to the most cephalad of the two implants placed at the time of the index operation (7 x 50mm, and 7 x 45mm). Per dr (B)(4) (si-bone (B)(4)):"medical review of this case shows this to be a case of late recurrence of pain. The revision surgery involved placement of two add'l ifuse implants. No implants were removed or repositioned. No bone grafting was performed. The pt is significantly improved after the revision surgery. The pt has no ongoing pain complaints. The pt has no motor or sensory deficits."

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, IFU and fmea, the root cause for the late recurrence of pain could not be determined.